Event description:
The patient had a normal caliber of thoracic aorta and no calcification. The provided guidewire and syringes were used in conjunction with the device. The balloon was de-aired with 10cc and 30cc were used to prep of the device. The balloon was wetted prior to insertion as per the IFU. No difficulties were experienced inserting or advancing the catheter. At the time the balloon rupture was noticed, the balloon was noted to be losing pressure. The surgeon aspirated through the balloon port and blood returned so it was felt that the balloon had failed.

Manufacturer narrative:
Device evaluation currently underway.

Manufacturer narrative:
Result: other=material rupture. The device was returned to edwards for evaluation and the reported condition was confirmed. Visual examination of the balloon found a radial tear rupture. Additional findings noted the catheter was kinked approximately 4cm distal from the hub section and a crack was observed at the reinforced strain relief and the hub section of the catheter. This noted damage, unrelated to the balloon burst, is considered to present a low risk to the patient and is being addressed through edwards quality system. The root cause of the balloon burst was unable to be determined. Manufacturing records were reviewed and there were no related nonconformances identified. A review of the IFU was performed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the balloon of an aortic balloon occlusion device burst during a minimally invasive thorascopic cardiac surgical case. The aortic balloon occlusion device was placed prior to femoral cannulation for cardiopulmonary bypass (cpb) with no noted placement issues. After cpb was initiated via the femoral cannulae, the surgeon proceeded to attempt to occlude the aorta with the aortic balloon occlusion device. Upon inflation of the balloon, the surgical team had difficulty getting appropriate pressures. The balloon then reportedly ruptured. Cpb was terminated after fifteen minutes to exchange the subject device with a new aortic balloon occlusion device. Aortic occlusion was obtained with the new device and cardioplegia was delivered without noted issues. The patient reportedly had a normal sized aorta. Patient was in stable condition post-operatively.